Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not recognize a shockable rhythm and the audio output distorted. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related. However; there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device did not recognize a shockable rhythm and the audio output distorted. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and could not verify or duplicate the reported issue. Root cause of the reported issue could not be established. Stryker archived the returned device, and the customer received a replacement device.